Manufacturer narrative:
The performance of the device under complaint was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation on the distal part of the lead. This finding can be considered to be the primary cause of the clinical observation as mentioned in the complaint description. Based on the characteristic as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the tricuspid valve. Diagnostic images clarifying this assumption were not available for the analysis. Furthermore multiple signs of abrasion were observed along the lead body. This indicates a mechanical interaction between the lead body and the ICD-housing as well as between the lead body and the nearby lead in the implanted state. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise and inappropriate shocks.